Event description:
Event description guidant received information that during the implant procedure, after the lead was placed in the target vessel, the guidewire was attempted to be removed. During the removal process, the guidewire appeared to be stuck inside the lead. It was unable to be removed after several attempts, therefore the physician elected to explant and replace the lead. A visual inspection after removal from the patient's body showed the lead was fractured at the distal end, near the fixation mechanism.